Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that there was oversensing of what was thought to be a supraventricular tachycardia (svt) and the patient received an inappropriate shock. That shock induced ventricular fibrillation (vf) and another shock was administered which successfully converted the patient. It was noted the patient was sitting on the couch at the time of the initial shock delivery. The subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted over two weeks later and a transvenous implantable cardioverter defibrillator (ICD) was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that there was oversensing of what was thought to be a supraventricular tachycardia (svt) and the patient received an inappropriate shock. That shock induced ventricular fibrillation (vf) and another shock was administered which successfully converted the patient. It was noted the patient was sitting on the couch at the time of the initial shock delivery. The subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted over two weeks later and a transvenous implantable cardioverter defibrillator (ICD) was implanted. No additional adverse patient effects were reported.